Event description:
Based on a review of medical records provided by the pt's attorney: on (B)(6) 2000 -- lysis of adhesions, small bowel resection, repair of large incisional hernia with composix mesh. On (B)(6) 2002 -- repair of incisional hernia from previous hysterectomy using composix mesh. On (B)(6) 2005 -- exploratory laparotomy with small bowel resection x2, removal of composix mesh, implant of nonbard mesh.

Manufacturer narrative:
The pt's attorney initially reported a single composix mesh, which was filed with the FDA under MDR 1213643-2009-00360 when davol was originally made aware of the complaint. However, medical records were later received that identified an additional mesh. Based on a review of the provided medical records, an obese pt with multiple prior abdominal surgeries underwent a small bowel resection and then repair of a large incisional hernia with a composix mesh on (B)(6) 2000. On (B)(6) 2002, another composix mesh was used to repair an incisional hernia that had developed following a remote c-section. On (B)(6) 2005, the pt underwent an exploratory laparotomy to repair a small bowel fistula. During this procedure, it was noted that there was small bowel adherent to the abdominal wall next to the mesh. The composix mesh was removed and the repair was completed with several pieces of non-bard mesh. The pt had additional hernia repairs following explant of the composix meshes. Currently, it is unk whether the mesh may have caused or contributed to the alleged event. The pt was reported to have developed a fistula that had become involved with the mesh. Fistula is stated as a possible adverse reaction in the product's instructions for use. Additionally, no sample has been returned for evaluation. The medical records provided do not indicate that a device failure occurred. However, without further info, no conclusion can be drawn.